Event description:
It was reported to philips that, during the opcheck, the external paddles test failed. "Charge/shock failure" was found in the status logs. There was no patient involvement.

Event description:
It was reported to philips that, during the opcheck, the external paddles test failed. "Charge/shock failure" was found in the status logs. There was no patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the therapy pca and capacitor needed to be replaced to return the device to working condition. The rse recommended to the customer that the therapy pca and capacitor be replaced. The device remains with the customer.